Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy, the surgeon used the handpiece for approximately 20 minutes, and then the knife was stuck preventing the jaws from opening or closing. The knife blade could not advance or retract. It was not stuck on tissue. A new handpiece was used and it worked fine. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the surgeon used the handpiece for approximately 20 minutes, and then the knife was stuck preventing the jaws from opening or closing. The knife blade could not advance or retract. It was not stuck on tissue. The knife blade was extended but not protruded beyond the edge of the jaws. A new handpiece was used and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.